Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received confirming the case was completed with another manufacturer's system.

Manufacturer narrative:
Product event summary: the afr-00004 mapping system with serial number (B)(6) was analyzed. A new magnet was tested and successfully able to calibrate the patches and track the catheter. Upon attachment of the old magnet, the reported issues were not reproduced. The new magnet was reattached and passed all functional and electrical safety testing. The later issue recurred with the new magnet, prompting replacement of a non-medtronic metal component in the vicinity of the mapping system with a plastic one. The issue was resolved. In conclusion, the decision to abort the procedure without use of alternate therapy was based upon the medical judgement of the physician. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, the catheter was not tracking. The entire system and workstation were rebooted, the catheter cable and catheter were replaced, the magnet cable was disconnected and reconnected, and the patches were replaced, but these actions did not resolve the issue. The case was aborted and the patient was under general anesthesia. Service was recommended for a damaged magnet. No patient complications have been reported as a result of this event.

Manufacturer narrative:
E. Initial reporter first and last name requested. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.